Manufacturer narrative:
Concomitant medical products: 402358 lead implant date (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with hypotension, bradycardia, feeling dizzy, weak and shortness of breath and felt there was issues with the pacemaker. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.